Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, according to the perfusionist (ccp), an arterial air bubble detector (abd) error message was displayed on the central control monitor (ccm). The ccp also stated there was an audible alarm. When the perfusion screen was loading, the alert message went away on its own. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. Data logs were returned for analysis. Logs do not include the reported complaint date, therefore log analysis was not possible. The system 1 has limited logging until a perfusion screen is entered. No part will be returned to the manufacturer for further evaluation. No additional action will be taken at this time.

Manufacturer narrative:
Technical support advised the customer to check for loose connections. The customer is also sending in the data logs for further evaluation. The field service representative (fsr) was not able to duplicate the reported issue. The fsr found dried blood to be caked on the abd and cleaned it. The unit operated to manufacturer specifications and was returned to clinical use.